Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a cuff tear occurred (B)(6) 2020. Double taper, centered head and glenoid pe were removed and replace by a 36+3 humeral cup, 36 glenosphere, glenoid baseplate and associated screws. Primary surgery on (B)(6) 2018.